Event description:
According to the medical record review for an unrelated event, the pt made reference to "hearing bubbling in his hernia" in a (B)(6) 2014 clinic visit. Upon following up with the clinic peritoneal dialysis nurse (pdrn), she is not aware of the date of th e diagnosis of hernia. She states the pt has had it since she began at the clinic approximately one year ago. She states she thinks it is an umbilical hernia. She offers further that the hernia has been stable over this time and the physician continues to "watch it". There is no allegation of the pt's hernia being the result of use of the device or of device malfunction. The pt did not require medical intervention for the hernia and continues on peritoneal dialysis with the liberty cycler. This is being reported as a serious injury without allegation of device malfunction.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional info regarding the hernia reported in the medical record on (B)(6) 2014. Due to the unk date of initial hernia diagnosis, there is no specific device serial number available. A supplement medwatch report will be submitted upon completion of the investigation.